Event description:
After the colonoscopy examination, according to the process of manual cleaning, put into the endoscopic disinfection machine for disinfection, drying, and then use the leakage tester for leakage detection, there is no obvious leakage, and then placed in the storage cabinet. The next day, when the user did the daily inspection, the scope was leaky (about 1 frame per minute), and at a length of about 35 cm, it found that the internal steel wire was exposed to about the size of a needle point. The endoscope was not used and maintenance was contacted. This event occurred at the time of during inspection. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report d9: is this device available for evaluation? G6: type of report h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information d4: "not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. D8: was this device ever serviced by a third party? H4: device manufacture date evaluation summary event that occurred is leakage from ift. The wire of steel wire mesh in ift fractured and protruded which resulted in leakage of ift. Based on the investigation, a potential root cause of this failure is repeated use caused the metal braid to deform and break, causing the metal braid to pop out and cause a leak. Reminded the hospital that they should pay attention to the leak test. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 13-oct-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 13-oct-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.